Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 30.0 mmol/l and 12.5 mmol/l on the compact plus system. Reporter did not indicate if pt modified therapy based on these results. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Event occurred in another country.